Manufacturer narrative:
A visual evaluation was performed and found the stent was free of any obvious kinks or bends. The reported failure mode of stent kinked was not verified. The push catheter and pull wire were kinked at 2.5cm from the heat shrink at the handle and also kinked at 30cm from the distal end. Based on the event information, the issue was identified during preparation and outside the patient. Most likely push catheter and pull wire were kinked due to some handling aspect of the device during shipping, storing or unpacking. The reported failure of stent kink could not be confirmed, however, the most probable cause for the failure modes identified during the product analysis is 'handling damage'. The device history record review found the device met all manufacturing specifications. (B)(4) stent kinked.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the preparation, the stent was reported to be bent upon opening of the device package. No visible damage was noticed with the outer packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Updated information based on complaint review performed on may 4, 2016. Note: this report is one of two complaints that pertain to the same event (MFR report# 3005099803-2016-00737 and MFR. Report# 3005099803-2016-00738).

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the preparation, the stent was reported to be bent upon opening of the device package. No visible damage was noticed with the outer packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".